Event description:
The surgeon reported to the sales rep that he was dragging the rasp out of the medullay cavity he observed that the scrag of the rasp was broken. There was a delay of 2 minutes and a replacement was available and the surgery was completed with no adverse patient consequences.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.